Manufacturer narrative:
The thermogard ivtm console was not returned to zoll for evaluation. Thermogard xp ivtm system was evaluated by zoll service at the customer site. The customer reported issue of thermogard console unable to power on was confirmed during the functional testing. The issue was found to be a blown fuse likely due to the user error. The power supply was switched to the wrong voltage, 115v. After replacing the fuses and setting the power supply power to 230v, the console passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. The fuse is designed to protect the power supply and device from damage when the circuit attempts to draw a greater electrical load than it is intended to carry. This can be caused by, for example, a power supply surge. The tgxp fuse is sized to match the load-carrying capacity of the wires in that device. The fuse is intended to blow before the circuit wires can heat to a dangerous level. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system sn (B)(4).

Event description:
As reported, during a self-test, the thermogard console (sn (B)(4)) was unable to power on. Another console was used for ivtm therapy. No consequences or impact to patient.